Event description:
It was reported the stimulator was positioned twice into positions which would not result in good long term placement. The patient was disappointed in the outcome of the procedures noting surgical or human error and the hardware faulty equipment.

Event description:
Additional information from the manufacturing representative reported the patient thought the device was poorly installed by the physician.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).